Manufacturer narrative:
Currently, it is unknown to what extent the device may have caused or contributed to the reported explant event. To date no medical records have been provided. A manufacturing review was performed which found no anomalies during the manufacturing process of the device. If additional event and/or evaluation information is obtained, a follow up MDR will be submitted. Addendum: h11: this supplemental emdr is submitted to document additional information provided and to correct date of event, date of explant. Based on the additional information received, there is no change to the initial determination, no conclusions can be made. Per the medical records review, about 1 year post implant of ventralex mesh, patient had infection, hernia recurrence thereby underwent repair with mesh removal. The instructions-for-use supplied with the device lists infection, hernia recurrence as possible complications. In regard to infection, the warnings section in IFU states, ¿if an infection develops, treat the infection aggressively. Consideration should be given regarding the need to remove the patch. An unresolved infection may require removal of the mesh.¿ updated fields: a2, b4, b5, b7, d1, e3, g1, g3, g6, h2, h3, h6, h10, h11. Corrected fields: b.3 (date of event), d.6b (date of explant). Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : not returned.

Event description:
The following was reported to davol by the patient's attorney: (B)(6) 2007 - the patient underwent surgery for repair of an umbilical hernia, a ventralex hernia mesh was implanted to repair the hernia defect. (B)(6) 2008 - the patient underwent an additional surgery to removal the ventralex mesh. The attorney alleges the patient has suffered and will continue to suffer pain and was injured severely and permanently. Addendum per additional information provided: (B)(6) 2007 - patient was diagnosed with incarcerated umbilical hernia thereby underwent open repair with implant of ventralex mesh. Per operative notes, ¿the hernia sac was dissected free, and portion of the hernia contents reduced into the abdomen. The medium ventralex mesh was placed to the defect and secured to the surrounding edges of the hernia with suture.¿ (B)(6) 2008 - patient was diagnosed with infected mesh thereby underwent open ventral hernia repair with the removal of infected mesh. Per operative notes, ¿the previous mesh was identified and dissected free from the surrounding structures. Most of mesh was well incorporated. There was a small area of the infection, which appeared to include a portion of the mesh and the mesh was extracted. A piece of biological mesh was placed and sutured.¿ attorney alleges that the patient had infections, emotional injuries and removal of mesh.

Manufacturer narrative:
Currently, it is unknown to what extent the device may have caused or contributed to the reported explant event. To date no medical records have been provided. A manufacturing review was performed which found no anomalies during the manufacturing process of the device. If additional event and/or evaluation information is obtained, a follow up MDR will be submitted. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. Not returned to manufacturer.

Event description:
The following was reported to davol by the patient's attorney: on (B)(6) 2007 - the patient underwent surgery for repair of an umbilical hernia, a ventralex hernia mesh was implanted to repair the hernia defect. On (B)(6) 2008 - the patient underwent an additional surgery to removal the ventralex mesh. The attorney alleges the patient has suffered and will continue to suffer pain and was injured severely and permanently.